Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2015 (hospitalization dates subsequently reported as from (B)(6) 2015; also reported as 12 days) as the patient could not stay awake, could not hold her head up, thought something was wrong, and felt like they were going to die; it was thought they had taken too much medicine. A urinalysis on (B)(6) 2015 (also reported as (B)(6) 2015) detected no dilaudid; for that reason, the hcp thought there might be a pump issue. The patient thought they had not taken any medication, as lab work showed no medicine in the pump; delirium tremens (dt¿s, from not having any medicine) were reported. The patient was subsequently admitted to the critical care unit (ccu). The patient stated that they did not take any medicine, but their mother though they had. The patient went into respiratory arrest on (B)(6) 2015 (also reported as (B)(6) 2015) and was admitted. According to a healthcare provider (hcp), the reason for the respiratory arrest was a mucus plug, which resolved, and was not related to the pump. According to another hcp, the patient¿s respiratory issue was unrelated to the pump therapy, and stated that this had happened before the pump. Additionally, the patient lost 30 pounds. Sometime between (B)(6) 2015 (subsequently reported as (B)(6) 2015), it was noted that someone (from the manufacturer) checked the pump; it was not working and malfunctioned. On (B)(6) 2015, the patient ¿woke up¿; that date ¿someone¿ had checked the pump and it read zero, as far as what the pump was putting out. The patient was still on oxygen, as their levels were not high enough. All drug tests did not correlate with what the pump was expected to put out; lab work showed no medicine in the pump. The patient last had a pump refill on (B)(6) 2015 (also reported as (B)(6) 2015) by a nurse practitioner. The patient was redirected to their hcp, but stated that they had not called their hcp, as they had not been able to walk that far. On (B)(6) 2015, when they rinsed their back off with warm water, when it got to their mid-back to their butt, it was ¿like someone poured ice water and it felt like ice cubes¿; it was stated that was the problem they had before they went to the hospital on (B)(6) 2015 (also reported as (B)(6) 2015). The patient stated that they wanted someone to come check their pump to make sure it was off. The patient also told her pain management that ¿other stuff was happening.¿ that hcp had ordered a magnetic resonance imaging (MRI) scan, but the patient was late and it was cancelled. Subsequently, it was rescheduled for (B)(6) 2015, but was again cancelled as the patient was in the hospital. Another hcp stated that they were concerned about the catheter, although the patient was not having any return of symptom, as the patient had fallen in (B)(6) 2015 and slipped on water on the floor and caught herself on (B)(6) 2015; they thought it could explain the negative urinalysis. The hcp intended to do an l-spine (lumbar spine) MRI on (B)(6) 2015, a pelvic MRI on (B)(6) 2015, and a catheter dye study because of the falls; they were waiting on the dye study order, as it had to go through the patient¿s primary hcp. The pump was being used to deliver dilaudid (hydromorphone) 10 mg/ml at 3.206 mg/day (also reported as 4 ml of dilaudid mixed with 6 ml of saline at 2.3 mg/day) , but was dropped by 20% to 2.5 mg/day on the (B)(6) 2015 refill date. Additional information with regard to patient outcomes and subsequent testing has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that on (B)(6) 2015, the patient received assistance from the manufacturing representative and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2015 - additional information was received from a consumer indicated the patient "died" due to a pump malfunction. It was further clarified she slept for two days and two nights and from her mid back to lower back was "ice cold" and the rest of her body was fine. The patient was on a ventilator for six days and hospitalized for several more days after that. Interventions reported included a total system explant on (B)(6) 2015. It was noted the patient had retained an attorney who wanted to analyze the pump. The pump had not been received by the manufacturer.